Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) via ambulance and was subsequently hospitalized with a low blood glucose (bg) level of 43 mg/dl; cause was not known. Reportedly, the customer lost consciousness, experienced a brain hemorrhage, seizures and severed their tongue. Customer consumed carbohydrates and glucosprint to address bg. Additionally, the customer was treated with glucagon and received intravenous fluids of saline and carbohydrates. The customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. A full pump system check was performed and it was observed that the pump software did not suspend insulin delivery. No additional information was provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.